Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The 100% stenosed lesion being treated was located in the mildly calcified, severely tortuous proximal to mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x12mm apex balloon. The physician implanted a 2.50x16mm taxus express2 drug eluting stent in the middle lad and a 2.75x20mm taxus express2 drug eluting stent in the proximal lad. The physician observed a dissection in the distal portion of mid lad where the 2.50x16mm taxus was placed. He attempted to implant a 2.50x8mm taxus express2 drug eluting stent over the dissection, but was unable to cross the lesion/placed stents. The physician inflated a 2.0x12mm apex balloon to treat the dissection. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.